Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was two 2fr perqcath piccs. Both catheters were returned with the stiffening stylet inlaid within the catheters and both contained red blood-like residue on the catheter exteriors. Gross visual evaluation of the catheters confirmed the presence of catheter bunching on the sample marked ¿2¿ and no kinking or bunching was seen on the sample marked ¿1¿. Microscopic examination of catheter ¿2¿ found no apparent manufacture defect. The stylets were wetted by flushing through the t-lock assemblies and both were easily withdrawn from the catheters; no resistance was encountered. The catheter bunching of sample ¿2¿ released upon infusion through the t-lock and the stylet easily released. Microscopic examination of both the catheter and stylet of that sample was unremarkable. No apparent manufacture cause was seen on the devices. This type of event can occur if the stylet is not properly wetted prior to the withdrawal attempt. A red hang tag on the stylet instructs to ¿flush catheter prior to use¿. Additionally, the product IFU provides the following instruction, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out advance the catheter into the desired position.¿ a lot history review (lhr) of rezk0210 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after inserting catheter to patient, the catheter became kinked while withdrawing guide wire. This file is for the first reported event.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk0210 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after inserting catheter to patient, the catheter became kinked while withdrawing guide wire. This file is for the first reported event.